Manufacturer narrative:
The reported event was inconclusive because no sample was returned. This complaint was unconfirmed-product meet specification. There was no root cause identified since the product meet specification. The device was not returned for evaluation. The lot number is unknown. Therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: "to deflate catheter balloon. Gently, insert a syringe in the catheter valve. Never use more force than is required to make the syringe "stick" in the valve. If you notice slow or no deflation, re-seat the syringe gently. Use only gentle aspiration to encourage deflation if needed. Vigorous aspiration may collapse the inflation lumen, preventing balloon deflation. If permitted by hospital protocol, the valve arm may be severed. If the tails, contact an adequately trained professional for assistance as detected by hospital protocol. Should balloon rupture occur, care should be taken to assure that all balloon fragments have been removed from the patient".

Event description:
It was reported that the foley catheters did not come with the syringe to use. It was also stated that it should had it because the catheter could not be inflated without the syringe.